Event description:
A hemodialysis user facility has reported that approx 15 minutes into a pt's first hemodialysis treatment, the pt's blood pressure dropped from 139/77 mm hg and a pulse of 100 beats per minute to 28/18 mm hg and a pulse of 146 beats per minute. The pt's respirations were documented as increased to 30 breaths per minute and a spo2 of 80%. The pt did not lose consciousness but complained of feeling "on fire." The pt was noted to be diaphoretic, have a flushed face and skin was cool and clammy to the touch. The treatment was discontinued and the pt's blood was reinfused and an add'l 1l of normal saline was administered for blood pressure support. Oxygen was administered and the pt was placed in a supportive position. Within 30 minutes, the pt's vital signs stabilized at blood pressure of 138/76 mm hg and a spo2 of 93%. The pt complained of abdominal cramping, which was relieved after several bowel movements. The pt was later discharged from the unit to home in stable condition. The pt did not receive any epinephrine or glucocorticoids. Per the medical record received, as of (B)(6) 2012, the pt's dialysis prescription was held until a f/u appointment with the nephrologist in approx a week's time. There is no sample available for eval.